Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture resulting in greater than two seconds of asystole. It was determined the lead had dislodged. An invasive procedure was performed. This lead was explanted and replaced. No adverse patient effects were reported. This lead is not expected to be returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.